Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was scratched up and customer was unable to read the touch screen. There was no reported impact to customer's blood glucose. No additional information was provided. Reportedly, the customer was able to resolve the issue on their own